Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing. The lead sensing parameters were reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 3 - patient alerts for lead failure predictor between (B)(6) 2010 14:22:14 and (B)(6) 2012 15:00:04. Sensing - oversensing: 2 - ventricular nst=210 ms on (B)(6) 2012 15:40:01 and (B)(6) 2012 15:00:02.